Manufacturer narrative:
Beckman coulter customer technical specialist (cts) evaluated the unicel dxc 600 pro instrument and could not identify any issues with the instrument. The customer confirmed that the patient was given treatment after being admitted in hospital, but was unrelated to creatinine since patient had other health issues. The customer did not provide further details on patient. The customer stated the issue was only with one (1) patient sample. The customer confirmed that patient sample color was normal and no noticeable clots or fibrin. The customer repeated analysis on the patient sample and obtained result considered correct. There is insufficient evidence of a system or reagent malfunction. (B)(4).

Event description:
The customer alleged one high cr-s (creatinine) patient result was generated on their unicel dxc 600 pro instrument. The erroneous patient result was reported out of laboratory. Customer confirmed that one patient was hospitalized due to the high result. Quality control was within the laboratory¿s established ranges prior to event. The customer provided data for the one (1) patient affected. Patient demographics were not provided.